Event description:
A customer reported receiving a reading on her freestyle lite meter of 195 mg/dl at 8pm on (B)(6), 2011 that was lower than she felt. As a result of the readings issue, the customer reported she "felt like she was drunk and sleepy, and experienced passing out." The customer stated she could not remember the time of her symptoms and loss of consciousness. The customer denied any third-party medical intervention, and indicated she she self-treated with insulin (type and dosage not reported), in addition to "diet soda". There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
Returned meter and test strips were investigated and all functional test results were within range specification. No errors or new issues were observed during control solution testing. Additionally, retained test strip samples from the same lot reported by the customer (1170818) were tested with control solution. All results were within the range specification and no errors or new issues were observed. The complaint is not confirmed.